Manufacturer narrative:
Continuation of d10: product ID 97755, lot# , serial# (B)(6),product type recharger product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had difficulty recharging, stating that his controller doesn¿t find device easily and it has been taking 4 plus hours to recharge. He also states that his controller with go white and then black out. Pt denies falls or trauma and the pt was advised to contact the manufacturer for further troubleshooting and/or replacement of the recharger (rtm) and controller. The pt called in to get the rtm and li-battery pack replaced because they were both "bad". Pt reported that the "device" (this was understood to be the controller) shuts off and will not turn on, and a lot of the times the rtm will not recharge the ins. Pt reported that there "might be a break in the paddle" (rtm). Pt stated that they just left the hsp, and their manufacturer representative (rep) told them to call to replace both pieces of equipment. Pt confirmed these issues started about 6 weeks ago (year valid). The pt was asked if there was any visible signs of damage on the li-battery pack or rtm. Pt reported no damage that they can see on the li-battery pack and just stated that the cord going into the paddle is "bad". Troubleshooting was limited due to the nature of the call and the pt being instructed by the rep to call to replace the rtm and li-battery pack. The issue was not resolved. An email was sent to the repair department to replace the devices. During the call, the pt mentioned they were leaving the hsp, but this was understood this to be where the pt met with the rep to do in-person troubleshooting. No symptoms were re ported.